Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient's wife claimed that upon removal of the sensor pod she were unable to locate the sensor wire. At the time of contact patient's wife did not report any injury or medical intervention.